Manufacturer narrative:
H10: two actual device were returned for evaluation. A leak test of the blood side was performed on one of the samples and a leak was observed. The reported condition was verified. The cause was a damaged (holes) on the outer surface of the membrane. A measurement of the fiber dimensions shows that these were within the specification. The cause of the damage could not be determined. A leak test of the blood and dialysate sides was performed and no leak was observed. A leak test was also performed with blood and no leak was observed. The reported condition was not verified on the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred on two (2) units of revaclear 400 during treatment with a non baxter dialyzing machine. It was reported that after a few minutes of connecting with one unit of revaclear 400, a blood leak alarm was generated without any blood being visible in the dialysate port. The revaclear 400 was changed and new blood line was used to continue with treatment. It was reported that the control unit generated another alarm with no blood leak visible. The patient was disconnected from treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.